Event description:
Legal counsel for the patient reported that primary hip procedure was performed on (B)(6) 2009. Subsequently, revision procedure was performed on (B)(6), 2012 allegedly due to unspecified patient complaints, pseudotumor, and elevated metal ion levels. No further information has been received. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.expiration date - unknown.manufacture date - unknown.this report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Report source - foreign: event occurred in (B)(6). The product will not be returned to zimmer biomet for investigation as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2012-00318, 3002806535-2017-00141.

Event description:
It was reported a patient underwent a right hip revision procedure approximately three years post-implantation due to stiffness, pseudotumor, and elevated metal ion levels.